Event description:
A pt underwent ventral hernia repair in 2006 using a kugel composix mesh. The defect was noted to be 3cm in size. A medium oval kugel composix mesh was used. The gore-tex side facing the abdominal wall was tacked to the wall with several interrupted sutures and placed through the wall through the mesh ring and back out the abdominal wall. The pt was brought back to surgery in 2007 with a diagnosis of "chronically infected abdominal mesh." The operative findings stated "possible break of the ring of the mesh and erosion into small bowel causing previous fistula." Surgical pathology reports that specimen a was submitted (mesh product) which measured 10.5 x 6.5cm. At the periphery of this oval fragment of mesh material, there is an attached strip of flexible, gray white material measuring about 0.7cm in width and less than 0.1cm in thickness. Photographs were taken.